Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cracks around the battery compartment. The insulin pump alarmed no delivery. Customer's blood glucose level was around 500 mg/dl and dropped to 60 mg/dl. The alarm was resolved by changing the infusion set and reservoir. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.